Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse checked the host pc and found its os disk was defective. To resolve the reported issue, the fse replaced host pc os disk and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.